Event description:
It has been reported to us that a perforation of the vessel was noted after the guide catheter was removed from the patient. The guide catheter was inserted into the aortic root then the .035 wire was removed and the physician started to turn the guide but the tip did not move after several rotations of the guide then the guide kinked and had to be removed. After removal of the guide catheter, it was noted that the catheter caused a perforation in the right iliac artery. The physician inserted a stent to treat the perforation. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.